Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that during an unknown procedure, after firing the device the staple line is " ¼ circle. " staple line is a circle for this device and it was not a complete circle. The staple line was incomplete and there was a leak as result of the staple line. Suture was used to control the leak. An endoscope was used to suture the leak. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p56r72. Device evaluation the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.